Event description:
A pt was implanted with viabahn devices for exclusion of bilateral iliac artery aneurysms. Approximately 1 year later, a type 1 endoleak was detected on CT coming from the viabahn implanted in the right side. The physician placed an express 10x37 ld balloon expandable stent and another company converter 24x12 to resolve the endoleak; however, the endoleak persisted. The physician inserted an aneurx aortic cuff. During the advancement of the aneurx cuff, the vessel wall was perforated. A cut down to gain access to the external iliac artery was performed and the physician placed his hand on the pt's vessel, attempting to straighten the vessel. However, without success. At this point, the physician elected to convert the pt to an open repair.

Manufacturer narrative:
The investigation into this event in process. Clarifying and missing info has been requested.